Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed particulate matter on the inside wall of the inner pouch. Microscopic inspection revealed that the particulate matter was a fiber. The reported particulate matter condition was verified; however, the size of the particulate matter was found to be within specification for this product. The sample met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within the inner pouch of a vascular probe. The pm was observed during incoming inspection and before patient use. There was no patient involvement. No additional information is available.